Event description:
Information received a smiths medical fluid warming/level 1 hotline low flow systems - hl-90 trips breaker. No patient adverse events reported.

Manufacturer narrative:
Other, other text: additional information: d4 UDI is unknown. No product information has been provided to date. D5, g5, h6 heic, d10, h3. (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device had a cracked tank cover, wear and tear damaged enclosure, line cord, and front cover. There was an outdated printed circuit board (pcb) and power switch.the technician started with a visual inspection then filled tank with water, attached temp check, hooked up to the safety/electrical test, plugged in line cord, and ran the test. The line cord failed the electrical test. The root cause of the reported issue was found to be a faulty line cord. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped., corrected data: d1 d2 d3 h6 patient problem.